Event description:
A report was received that a trial pt did not complete the surgery because of a dural puncture. The pt was treated with a blood patch. The physician's office reported that the pt was doing well after the procedure.

Manufacturer narrative:
This is the final report.